Event description:
Following implantation, patient returned to doctor due to distractor breaking off at the ratchet and activation arm. The distractor was removed and replaced with a new one. No injury or harm was reported to the patient.